Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/10/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues; manual delivery suspensions occurred on 07/13/2014 from 09:21-10:04 and on (B)(6) 2014 from 07:15-07:47. The total daily dose history correlated appropriately to the basal and bolus histories. The keypad and bolus covers were found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons and the bolus button were appropriately responsive. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Basal and bolus deliveries during investigation were found to have been accurately recorded in the pump¿s history. The pump successfully completed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was 255 mg/dl with blurred vision and polydypsia. It was reported the patient did not receive treatment outside routine diabetes management and the patient remained on pump therapy. The reporter noted the pump¿s settings were not adjusted recently. During troubleshooting with animas, it was reported the pump¿s basal history did not match the active basal program. This complaint is being reported because the alleged hyperglycemia was associated with the reported basal setting discrepancy of unknown cause.